Manufacturer narrative:
Patient information was not provided. The related pump is currently unknown. This information will be provided in a supplemental report if made available. Serial and model number are unknown. This information will be provided in a supplemental report if made available. As the device is currently unknown, the 510k number could not be determined. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the s5 pump. The incident occurred in (B)(6). Currently, it is not known how the livanova s5 device was involved in the reported event and it is not clear if the described malfunction is to be considered a reportable case. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device was not returned.

Event description:
Livanova (B)(4) received a report that a s5 pump did not work as expected. During the procedure the internal pressure of the tubing was a lot higher than experienced which made it quite difficult to achieve an appropriate flow through the hemoconcentrator. The customer replaced the hemoconcentrator three times during the procedure to finish the surgery successfully. The customer reported that the pump was working as intended during the priming phase. There was no report of patient injury.

Manufacturer narrative:
During follow-up communication, livanova (B)(4) was provided additional details about the event. The s5 mast roller pump head speed was reportedly fluctuating. This involved pump was a used device that was undergoing evaluation. A replacement mast pump was provided and it worked correctly with no speed fluctuation issues. The involved device was returned to livanova (B)(4) for further investigation. Visual inspection, functional testing and hardware analysis were performed and the reported issue could not be reproduced. No deviations were found on the pumps or the control panel. The reported warning message could only be identified in the serial read out of the pump memory. Over-occlusion was identified to be the root cause through analysis of the serial readout. The cause of the over-occlusion was likely improper handling by the user. As the issue was not reproduced, it is still not clear which device experienced the reported issue.